Event description:
It was reported that during a lap lobectomy, the staples were malformed at the 1st and 2nd firings on the lung parenchyma. The target tissue was not stiff, but it was thick. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.